Manufacturer narrative:
(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that during the implantation of a hip fracture nail, the set screw would not tighten. After several attempts, the surgeon completed the procedure with out successfully tightening the set screw. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: (B)(4), item name- cortical bone, scr 5.0 mm x 36 mm, lot# m09902twa; (B)(4), item name- hfn lag screw, 10.5 mm x 100 mm, lot# vc1111300a. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record found that a non-conforming report was initiated to disposition certain lots to be recalled and sent to supplier for rework. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.